Manufacturer narrative:
The reported event was unknown death. Electrical, thermal and mechanical stress testing exhibited normal characteristics. Longevity assessment found the device in normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2022-06171,2017865-2022-06172. It was reported that the patient has deceased on (B)(6) 2022. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.